Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit had a battery fault. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. Technical support (ts) confirmed the customer's complaint however the customer didn't provide more details about the device when he found that the battery was out of warranty.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number -(B)(6).